Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of receiving excessive failed battery test alarms without first receiving a low battery warning. Customer changed battery and issue still persisted. Customer's blood glucose was unknown. Troubleshooting could not be performed due to customer driving. Customer was advised to monitor insulin pump.